Manufacturer narrative:
Follow-up 1: device evaluation. Hamilton medical ag internal reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles , the respective technical fault (tf) 5507 occurred on february 20, 2025, as mentioned by the customer. According to the service manual, the technical fault indicates that the air or oxygen inlet valve cannot close properly. There was no no patient involved at the time of the event. Subsequent troubleshooting identified the root cause as a defective sensor board. The component was replaced, and following the replacement, the device operated as intended.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involved.